Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient complained of poor vision and oct examination identiifed cystoid macular oedema. Cystoid macular oedema was observed approximately one month post-operatively. The patient has been prescribed glaupax and nevanac eye drops. The healthcare faciltiy has advised rayner that while the patient had not recovered on the daty of the report, the prognosis is good with the patient responding to the course of eye drops prescribed as treatment. Our review of production records for the rayone galaxy rao605g batch 064244172 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data identiifes one other report of the same nature has been received against the rayone galaxy rao605g batch 064244172. The report concerns the same patient as (B)(6), involving the second eye (FDA report for (B)(6)). Cystoid macular oedema is a recognised complication of cataract surgery and is described in published literature as a frequent post-operative complication that results in reduced vision. Although no patient medical history is reported in this case, patients with diabetes, diabetic retinopathy, uvetiis, posterior capsule rupture, vitreous prolapse and prior retinal vein occasions are identified within published literature as having a higher risk. A correlation to old age and male gender have also been shown to be ridk factors (ref. Eyewiki.org). "Cystoid macular oedema" is listed in the "adverse events" section of the rayone IFU. There is no evidence or information to suggest a device-related cause for the cystoid macular oedema post-operatively.

Event description:
On 21st january 2025, rayner received notification from a healthcare facility in germany of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that the patient complained of poor vision and cystoid macular oedema had been detected on examination.